Manufacturer narrative:
Device passed displacement test, self test, off no power test, unexpected restart error test, rewind and basic occlusion test. No motor error alarm noted during testing. Device was unable to prime during prime test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. All operating currents are within specification. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed motor error alarm during bolus. Customer's blood glucose was unknown. Device was able to rewind. Device passed the displacement test. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.